Event description:
Additional information later received reported the patient fell on (B)(6) and the patient felt her catheter broke off, but wasn't able to confirm it until october with a radiologist.

Event description:
It was reported the patient¿s catheter ¿broke¿ around the middle of (B)(6). The patient had informed the hcp that she felt like she didn¿t get any morphine after the event. The hcp had ordered an x-ray and the x-ray confirmed the catheter broke in the lower spine. The hcp had referred the patient to an hcp but the patient stated the hcp was too far away and was seeking a closer hcp. The patient reported that she would be having the catheter repaired and stated ¿mdt put her back together.¿ the pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Additional information later reported patient did not have any concerns with their device or therapy. The patient received assistance from their hcp and their concerns were resolved.

Event description:
Additional information later reported the catheter fractured at the connector. A dye study was performed (results not reported). The catheter was scheduled to be revised. It was also noted the patient had been referred to a neurosurgeon to have the old catheter removed and a new catheter placed. Per the hcp the patient was doing well and had not had any cognitive or motor changes.